Event description:
It was reported that this pacemaker exhibited far-field oversensing on the atrial channel, which resulted in inappropriate atrial tachy response (atr) episodes to be stored. Boston scientific technical services (ts) provided reprogramming recommendations. At this time, this pacemaker system remains in service and there were no adverse patient effects reported. Additional information was received that this pacemaker exhibited false mode switching as a result of the far-field oversensing. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker exhibited right atrial (ra) undersensing in addition to the previously reported oversensing. It was also noted that the ra auto threshold varies from 0.5 v to as high as 4v. Ts recommended programming changes and/or an ra lead revision. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker exhibited far-field oversensing on the atrial channel, which resulted in inappropriate atrial tachy response (atr) episodes to be stored. Boston scientific technical services (ts) provided reprogramming recommendations. At this time, this pacemaker system remains in service and there were no adverse patient effects reported.

Event description:
It was reported that this pacemaker exhibited far-field oversensing on the atrial channel, which resulted in inappropriate atrial tachy response (atr) episodes to be stored. Boston scientific technical services (ts) provided reprogramming recommendations. At this time, this pacemaker system remains in service and there were no adverse patient effects reported. Additional information was received that this pacemaker exhibited false mode switching as a result of the far-field oversensing. No adverse patient effects were reported. This pacemaker remains in service.